Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged due to suspected twiddling. It was noted that during the revision procedure, the physician attempted to reposition the lead, however the helix would not extend. Upon inspection of the retracted helix, there appeared to be tissue within the helix. A new lead was implanted to complete the operation. No patient complications have been reported as a result of this event.